Event description:
Cypher sirolimus-eluting coronary stent, cypher rx cxs18250 2.50 mm x 18 mm lot a0506038 ICD-9-cm procedure code 36.07 installed in circumflex. Reactions were noted the same evening after the stent as itching around buttocks & back, the next day itching continued & large hive-like areas migrated up back & shoulders. Breathing has become shallow, mouth feels sore with tin-like taste in mouth & raw sensation in nose. Vision is affected as things seems brighter like my pupils are slightly dalated. Chest discomfort continuing for days, but finally abating. Extremely fatigued & considerable upset stomach.